Manufacturer narrative:
Date of event: unknown. (B)(6). Investigation summary: it was performed the DHR of the batch assembled and packaged, no one quality notification was found only one maintenance record was recorded related with batch and vision system. The sample sent by the customer was analyzed and with that was possible performing one investigation, confirming the failure and determine the defect. The manufacture processes are validated in accordance with the defined acceptance criteria. During the manufacturing process, it is performed visual inspection each 02 hours in 40 pieces in the packaging step. In the same way, it is performed visual inspection each 02 hours in 50 pieces in the assembly process. During those inspections described is possible to detect both occurrence. Moreover there is one vision system which inspect 100% of needle during packing process step. If some quality issue is found the interval of batch is blocked, one quality notification is raised until the final decision by quality team. As preventive action the defect identified by this complaint will be monitored, and one a3 quality tool will be raised for study of case and avoid new occurrences. Root cause description: the defect package seal integrity, according maintenance record, occurred due to one failure of sealing of blister by packing machine. Pneumatic system needed adjust by technician responsible. Rationale: the needle quantity assembled for batch was (B)(4) units. The defect was (B)(4). CAPA is not required.

Event description:
It was reported that seal was defective and sterility of packaged is compromised with a bd needle precisionglide¿ 18x1-1/2in. The following information was provided by the initial reporter, translated from (B)(6) to english: sealing of the package defective.